Event description:
Clinical trial. It was reported that 909 days following a coronary artery stenting treatment procedure, the pt experienced a cva (cerebrovascular accident). The index procedure identified one 3.0x32mm, 95% stenosed target lesion in the mid rca (right coronary artery). The lesion was predilated and a 3.0x32mm bare metal stent was implanted with 0% residual stenosis. The pt was admitted to the hosp 909 days following the index procedure with a cva. It was reported that the event was resolved with persistent effects two days later. The physician reported that it was unk if this event was related to the study device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.